Event description:
Lenstec, inc. Received an email notification stating "haptic tore during insertion. The incision was enlarged to remove the lens. Cm10340 platinum injector was used. Another lens was implanted."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, we have not received any other complaints from these batches. Based on the investigation of both devices, the damage to the haptic suggest that the lens was probably handled whilst in a dehydrated state. Lenstec recommends users to follow the details noted in the instruction for use which states that the lens should not be held out of the saline solution for no more than two minutes before implantation. The damage to the optic of both devices was probably cut to facilitate the removal of the lens from the eye. Additionally, lenstec is unable to comment on the compatibility of the softec hd lens and the cm10340 platinum injector that was used.